Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added in fields: d8, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
It was reported that the customer called back to cancel the repair requests. At first the customer suspected that the scope would be the issue; they tested again after the scope was washed and called back to say all worked. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source had an error code b30. The issue occurred during preparation for use after cleaning and drying the connectors. There were no reports of patient harm.